Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, insulin delivery was resumed with the same supplies to address the event.